Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined that the motor was functioning within specification but was erratic. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that before surgery the device would not power on. Investigation found the motor was erratic. No adverse event was reported as a result of this malfunction.